Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power while connected to mobile power unit (mpu) was confirmed via the log file. The mpu (serial #: (B)(6), was not returned for analysis; however, a log file was downloaded from the returned and associated system controller. A review of the downloaded log file showed events spanning approximately 3 days (B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021 per time stamp. On (B)(6) 2021 between 10:04:56 ¿ 10:04:59, a loss of ac power to the mobile power unit (mpu) occurred, activating low power hazard alarms. The backup battery provided power to the system during these events. The alarms cleared when power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. Additional provided information communicated on (B)(6) 2021 stated that the mpu has a v-lock, the power cord did not come loose, and there were no environmental reasons for a power outage. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage hazard and no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mobile power unit serial #: (B)(6), and the mobile power unit was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to clinic and shared he had multiple back up battery fault alarms. Patient was able to clear them with a system check. It was reported that the vad coordinator changed out patients controller. A review of the log file confirmed a loss of power event while connected to the mobile power unit (mpu). The mpu had a locking ac power cord and it was reported the cord did not come loose. It was also reported there were no environmental reasons for the loss of power.